Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-11392. Related manufacturer report number: 2017865-2020-11394. It was reported that the patient experienced a pocket infection and presented in clinic. There was an opening at the medial edge of the suture line and drainage was noted. The system was explanted and a new one was implanted on the opposite side from the infection. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.